Event description:
The leg on the rollator allegedly snapped, causing the consumer to fall and sustain bruises resulting in a 3 day hosp stay. Extent of alleged injury is not known.

Manufacturer narrative:
Manufacturer received info a leg on the rollator broke and the user fell and was admitted to a hosp and released 3 days later. Alleged injuries are unk. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. Malfunction has not been established. MDR filed based on alleged medical intervention.